Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer k2 edta (k2e) 10.8mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "it was reported that the product was dirty/stained. Dirty/stained".

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "it was reported that the product was dirty/stained. Dirty/stained"

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.